Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 50512921) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, hypertension, myocardial infarction and coronary artery disease. Concurrent conditions included hypertension, thyroid nodule, low back pain, spondylolysis, headache, urinary tract infection, urinary incontinence, dysuria, vitamin d deficiency, heartburn, obesity, back pain, joint stiffness, neck pain, cervical radiculopathy and stress incontinence, female. The patient also had a family history of hypertension, myocardial infarction and coronary artery disease. Concomitant products included hydrochlorothiazide (hctz) and lisinopril. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), uterine enlargement ("enlarged uterus,"), fatigue ("fatigue") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy (partial) and culdoplasty on (B)(6) 2014 and partial removal from uterus). At the time of the report, the genital haemorrhage, pelvic pain, urinary tract disorder, uterine enlargement, fatigue, feeling abnormal and weight increased outcome was unknown. The reporter considered fatigue, feeling abnormal, genital haemorrhage, pelvic pain, urinary tract disorder, uterine enlargement and weight increased to be related to essure. The reporter commented: she still has her coils implanted in fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on (B)(6) 2013: moderate sized proximal right. Neuroforaminal disc protrusion and osteophytes causing impingement and narrowing at cs-c6. 2. Mild degenerative disc disease at c5-c6 and c6-c7. No additional significant stenosis. Pathology test - on (B)(6) 2014: cervix: mild chronic cervicitis; no malignancy is identified. 2. Endometrium:secretory phase endometrium with extensive stromal hemorrhage and breakdown; no. Hyperplasia, malignancy or chronic endometritis is identified. 3. Myometrium: focal adenomyosis; no other specific histopathologic abnormalities are identified. 4. Serosa: no specific histopathologic abnormalities are identified.. Ultrasound thyroid - on (B)(6) 2012: multinodular goiter.; on (B)(6) 2012: normal thyroid uptake and scan. Considering the injuries reported in this case the following events were confirmed via patients medical record: fatigue and weight gain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 50512921) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, hypertension, myocardial infarction and coronary artery disease. Concurrent conditions included hypertension, thyroid nodule, low back pain, spondylolysis, headache, urinary tract infection, urinary incontinence, dysuria, vitamin d deficiency, heartburn, obesity, back pain, joint stiffness, neck pain, cervical radiculopathy and stress incontinence, female. The patient also had a family history of hypertension, myocardial infarction and coronary artery disease. Concomitant products included hydrochlorothiazide (hctz) and lisinopril. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysuria ("urinary problems"), uterine enlargement ("enlarged uterus,"), fatigue ("fatigue") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy (partial) and culdoplasty on (B)(6)2014 and partial removal from uterus). At the time of the report, the genital haemorrhage, pelvic pain, dysuria, uterine enlargement, fatigue, feeling abnormal and weight increased outcome was unknown. The reporter considered dysuria, fatigue, feeling abnormal, genital haemorrhage, pelvic pain, uterine enlargement and weight increased to be related to essure. The reporter commented: she still has her coils implanted in fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on (B)(6)2013: moderate sized proximal right neuroforaminal disc protrusion and osteophytes causing impingement and narrowing at cs-c6. 2. Miid degenerative disc disease at c5-c6 and c6-c7. No additional significant stenosis. Pathology test - on (B)(6)2014: cervix: mild chronic cervicitis; no malignancy is identified. 2.endometrium:secretory phase endometrium with extensive stromal hemorrhage and breakdown; no hyperplasia, malignancy or chronic endometritis is identified. 3. Myometrium: focal adenomyosis; no other specific histopathologic abnormalities are identified. 4. Serosa: no specific histopathologic abnormalities are identified.. Ultrasound thyroid - on (B)(6)2012: multinodular goiter.; on (B)(6)2012: normal thyroid uptake and scan.. Considering the injuries reported in this case the following events were confirmed via patients medical record: fatigue and weight gain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.